Event description:
It was reported that the customer was taken by ambulance to the hospital due to hypoglycemia. The customer's blood glucose reading was 165 mg/dl at the time of the report. It was reported that the customer was connected during priming and may have delivered 26.5 units of insulin into his body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.